Event description:
It was reported by our surgical assistant that a pt who had a previous s2 surgery in (B)(6) 2011 was found broken in three pieces inside of the pt.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.